Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an irritation by the pod adhesive at the pod¿s insertion site (abdomen) while wearing the device between 24 and 36 hours. The infusion site was reported to have rash with blisters. The patient mentioned that irritation happens with all the pods that they use. They have discussed this with their doctor and dermatologist and was prescribed an unspecified cream for about one year to manage the irritation. The patient reportedly did not provide a specific number of pods for these skin irritation incidents and did not recall each time this occurs with the previous pods that they have worn. The patient was able to resume treatment.